Event description:
It was reported that using a femoral artery access approach during a procedure of the moderately calcified circumflex (cx) artery the 2.25 x 28 mm xience prime stent delivery system (sds) was being advanced when the shaft became broken/detached near the hub. The device was removed without reported incident. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. The shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency;